Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge tubing was discolored. Customer's blood glucose level was 380 mg/dl. During a follow-up, the customer declined to provide additional information regarding the issue.